Manufacturer narrative:
There was no product returned, therefore an evaluation could not be completed. A manufacturing record review was completed and zero nonconformances were found, supporting the fact the device met material, assembly and performance specifications. Additional information received states the wire and the turnpike were both stuck in a lesion, and the doctor had to pull hard to remove. This is most likely the cause of the broken wire and tip separation on the turnpike. Without having the device returned, the root cause cannot be confirmed. Therefore, the root cause of this failure is undeterminable.

Event description:
A pilot 200 wire was used with the turnpike lp, when the wire was removed through the turnpike lp it was shredded. Additional information received (B)(6) 2018: after several attempts the turnpike lp did not pass the lesion, and then it got stuck in the lesion. The wire inside the turnpike lp was also stuck. Physician had to tug hard on them both and they both finally came out together. Physician noticed the tip of the wire was shredded, (the wire was shredded/unraveled. No parts separated completely) part of the turnpike lp tip adhered on to the wire. No fragments were left in the patient. After removing the wire and turnpike lp, physician said the lad and circumflex arteries 'shut down'. This resulted in patient chest pain and bump of troponin levels in the patient. Eventually physician was able to stabilize the patient who is doing fine.